Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13i10112 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was reported by the patient¿s wife to be caused by retaining too much fluid, but this was not medically confirmed. The same day as receipt of this report, the patient was discharged from the hospital. It was reported, the patient was recovered from the peritonitis event. No additional information is available. This is report 2 of 3 involved in this peritonitis event.